Event description:
It was reported to philips that xper validation failure due to incorrect tube configuration on a azurion 3 m15. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service adjusted the tube configuration and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).